Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) and batch: a000156905. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced pain at the anchor and ipg site was sensitive and anchors were protruding through the skin and causing discomfort. The right lead exhibited high impedances and unable to provide effective therapy. As such surgical intervention was undertaken on (B)(6) 2025, wherein the leads were replaced with a paddle lead and the anchors were explanted and ipg was repositioned. Therapy was restored post op.